Manufacturer narrative:
Section b1: type of report corrected. Section b3: date of death corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed extrinsic obstruction of the outflow graft; however, a specific cause for the observed outflow graft obstruction and the duration for which it was present could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The pump and outflow graft were encapsulated in tissue. The modular cable was returned, properly connected at the inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged at the graft hardware. An outflow graft clip was also returned, properly attached. The apical cuff was returned, properly engaged with the cuff lock. Upon removal of the bend relief, a crease in the graft material was observed. An accumulation of tissue was observed in the space between the graft and the bend relief, filling into the creased area, suggesting that the deformation was present for an undetermined amount of time while (B)(6) was supporting the patient. These findings are consistent with extrinsic outflow graft obstruction during support and would have contributed to the reported decrease in flow and patient symptoms. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room with low flows. The event log file captured low flow alarms on (B)(6) 2025 that became more frequent on (B)(6) 2025 at 1257 to 16xx. The estimated flows were averaging from 0.1 to 2.4 lpm and the pulsatility index (pi) was averaging from 1.9 to 6.6 during this events. There were no unusual rotor faults or any other abnormal pump faults that were seen during these events. It was later reported that the patient passed away. It was noted that the pump was not functioning as intended. However, the exact cause was unclear. The outcome happened very quickly and it was unexpected. The patient was talking one minute stating to have cold like symptoms and started to have the low flow alarms. In an hour, the patient was in the emergency room with the team calling to report the patient looked very bad and needed to be flown over.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient arrived to the emergency room by flight care and was obtunded on arrival leading to immediate intubation. The blood pressure measured with doppler was in the 40s-60s, improved slightly with levophed (norepinephrine bitartrate) up to 2 mcg/kg/min and addition of dobutamine. Stat echocardiogram was obtained demonstrating severely enlarged left and right ventricle with the aortic valve opening with every beat. Flows could not be assessed across inflow. However, the left ventricular assist device with over 3 hours of extremely low flow from 0.5-0.7, initially 1.0. The patient was blue on exam, very cold, and poor pulses. The labs were evaluated and reviewed and bicarb was also given. A decision was finally made to make the patient comfortable and turn of the lvad. It was unknown if the death was considered to be device related.